Manufacturer narrative:
PMA/510(k) # k210476 device evaluation 1 unit of lot c1958033 of echo-1-22 was returned opened in its original tyvek packaging but in a different box packaging. The lot number on the box packaging was c1900664 while the lot number on the tyvek packaging was c1958033. Through the investigation it was confirmed that the lot number related to this complaint was (B)(4). The device related to this occurrence underwent a laboratory evaluation on 02 november 2023. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. A proximal kink below the sheath extender was observed. Needle able to advance and retract without issue. Manufacturing records prior to distribution, all echo-1-22 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c1958033 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101) image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the scope being in a flexed/twisted position as indicated in the additional information. This could have led to the device kinking below the sheath extender causing the difficulty advancing the needle out of the sheath. It is possible that this kink may have been more pronounced but may have been straightened out more by the time the device returned to cirl and hence the reason for no issue being observed advancement of the needle during the lab evaluation. A CAPA (B)(4) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-apr-2024.

Manufacturer narrative:
PMA/510(k) #k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User attempt to do biopsy at pancreas, and advanced the needle into fuji endoscopy working channel but found out the needle cannot be advanced out of sheath with several attempts. User then changed to another same devcie to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Updated on (B)(6) 2023 tp 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Unknown 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas 3. Please describe the size of the intended target site. 3cmx3.5cm what is the endoscope manufacturer and model number that was used with this device? Fuji unknown model 4. Was gaining access to the targeted site difficult? No. 5. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 6. Was needle penetration of the targeted site difficult? No. 7. Was the stylet in place inside the needle when advancing into the targeted site? Yes 8. How many biopsies were obtained with use of this needle? 0 9. Did any section of the device detach inside the patient? No 10. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure